Event description:
It was reported by service report that the fowler was stuck and cannot be laid flat. The customer withheld the information if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler weldment. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.